Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inserting the device during laparoscopic inguinal hernia repair, the trocar cannula broke. A new product was used to complete the case. There was no patient injury.